Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on the extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm did not sound when hypoglycemic, and customer subsequently experienced a loss of consciousness. An ambulance was called and a blood glucose reading of 1.3 mmol/l was obtained in comparison to a sensor reading of 3 mmol/l. The customer was diagnosed with hypoglycemia and treated with glucose infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm did not sound when hypoglycemic, and subsequently experienced a loss of consciousness. The customer was treated with (B)(6) beverage by spouse and no further treatment was reported. There was no report of death or permanent injury associated with this event.